Manufacturer narrative:
(B)(4). Batch # n5364d. The analysis results found that the ecr60b device was returned inside its original package. Upon visual inspection of the package, the foreign body was confirmed to be a piece of metal of the device. In addition, it was observed that the tyvek from the packaging was damaged; it was noted to have hole in the tyvek, the hole was noted to be from the outside in. No conclusion could be reached as to what may have caused the reported incident. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends.

Event description:
It was reported that during an unknown procedure, it was found a foulness/speck in the load's package (1 loosened staple). The device was not used. Another like device was used to complete the procedure. There were no adverse consequences for the patient.